Manufacturer narrative:
Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for leakage in tubing with the incident lot was observed. Conclusion: the root cause was that the damage was caused by a wind head from cell12, st.#3 ,pocket #1 that had sharp edges at the wind post. Wind head on pocket#1 was replaced.

Event description:
It was reported that there was no difficulty opening package of the bd vacutainer® winged safety pbbcs, 12" tubing, luer adapter, no damage noted to the brand new package. Clear vacutainer twisted on with no issues, but when obtaining the sample a large amount of flashback was noted. Spike blood sample tube, noting a hissing sound. Sample was frothy and filled with air from a small nick noted in the butterfly tubing. No serious injury or medical intervention reported.